Event description:
On 13 dec 2023, seaspine was made aware of two set screw loosening events involving the mariner posterior fixation system. This report is for the first patient. No further details were received regarding initial surgery, patient condition, or revision plans.

Manufacturer narrative:
The set screw was left in-situ and therefore could not be evaluated. No definitive root cause could be established. No further details were provided by the reporter. Possible adverse events: loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.